Manufacturer narrative:
The site has stated that the device will not be returned to the manufacturer. It was reported by the site that this product was re-used but is a single use device. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the tracker had recognition failure and registration could not be performed. Use of the navigation was discontinued. There was no patient harm and the procedure was not delayed. It was reported by the site that this product was re-used but is a single use device.

Manufacturer narrative:
The tracker was returned to the manufacturer for analysis. Functional testing determined that when connected to a known good system the returned tracker was recognized but would not track returning red status only. A check of the em interface showed that all three coils were not firing. Codes associated to the tracker: fdr, fdc codes. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received: it is unknown why this single use device reused. The cause of the recognition failure is reused the single use device.